Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 5.0 x 20 viatrac. Embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effects of hypotension and transient ischemic attack are known adverse events as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via trial that after post dilatation of the acculink stent in the right internal carotid artery using a viatrac balloon at 13.5 atmospheres for 7 seconds, the patient experienced difficulty speaking, left arm weakness, and a drop in systolic blood pressure from 180 down to 80 requiring intravenous dopamine and levophed for three days. CT scan of the head was negative. The neurologic deficits, diagnosed as transient ischemic attack, resolved in two hours with no reported intervention. The patient was discharged on oral medication (midodrine) for hypotension. There was no additional information provided.